Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that clinicians sometimes state that they need to add more volume to infuse the entire IV bag of anti-biotics but attribute the issue to overfill. If the IV bag is 50ml, they program that volume and do not add more. Additionally, they are currently infusing their anti-biotics on primary lines due to the fluid shortage, so another contributing factor is that they underestimate the volume, so air doesn¿t enter the line. This was reported to bd representatives during site visit. There was patient involvement but no harm.

Manufacturer narrative:
Additional information: manufacturer narrative. Root cause: the root cause for the reported issue of overfill issues was not determined because no products or device logs were returned.

Event description:
It was reported that clinicians sometimes state that they need to add more volume to infuse the entire IV bag of anti-biotics but attribute the issue to overfill. If the IV bag is 50ml, they program that volume and do not add more. Additionally, they are currently infusing their anti-biotics on primary lines due to the fluid shortage, so another contributing factor is that they underestimate the volume, so air doesn¿t enter the line. This was reported to bd representatives during site visit. There was patient involvement but no harm.